Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty one (41) minicaps had inadequate iodine; further described as "the sponge was found dry.¿ this was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: forty-one (41) actual samples were received for evaluation with the aluminum foil peeled. In addition, one retention sample was evaluated. A visual inspection was performed and found that in all 41 samples the sponges were dry, and were filled with iodine before. The iodine trace existed in the sponges and the inside of caps. As the packaging was opened, it could not be confirmed which period the dry sponges occurred. The retention sample inspection was performed and the result met specification. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.